Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. The battery compartment was reported to be cracked and there was moisture in the battery compartment. There was no visible damage to the battery cap and the cap was able to secure properly to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a review of the pump¿s black box showed several pump reboots had occurred. A visual inspection of the pump revealed a crack in the battery compartment. There was moisture damage found inside of the battery compartment. A leak test was performed and a battery compartment leak was found. The returned battery cap was able to attach securely to the pump; no power loss or reboots occurred during investigation with the returned battery cap. The pump cover was removed and no evidence of internal moisture or damage was observed to the power circuit. (B)(4).